Event description:
Device 2 of 2. Reference MFR. Report number: 1627487-2019-02837. It was reported that patient experienced ineffective stimulation. X-rays revealed implanted leads migrated. As a result, patient underwent surgical intervention on (B)(6) 2019 where in the leads were explanted and replaced. Effective therapy restored post operatively.